Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged as there was no capture. The lead was capped and replaced as the lead was not able to be removed with prolonged traction. No patient complications have been reported as a result of this event.